Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported "autotfill failure alarm" issue. The fse inspected the iabp and completed all diagnostics and performance tests with no issues. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during transport, the cardiosave intra-aortic balloon pump (iabp) alarmed "autofill failure" when the battery was switched from a depleted battery to a full charged battery. The iabp unit had to be rebooted. No patient harm, serious injury or adverse event was reported.